Event description:
Baxter reported that a transfer set has been replaced because of a leak of the peritoneal dialysis fluid through the tubing. Transfer set was placed in 2004. No patient injury or medical intervention was associated with this incident per baxter.